Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that there was a cartidge alarm. Customer's bg was reported at 320mg/dl. No additional customer or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.